Manufacturer narrative:
The scope was inspected/tested by olympus and the evaluation found that the angulation failed leak test due to a leak from the bending cover. Additionally, a dent was found on the insertion tube and bending section. It was also found that the scope failed electrical continuity testing. The user facility declined service repair estimate and requested to have the scope returned unrepaired. However, if additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes.  A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported a angulation issue and during olympus evaluation a leak was identified. There was no patient harm reported by the user facility.